Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light remained on. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: as the procedure was nearing the end, they disconnected the safelight cord from the scope. When they did this the light remained on and the cable was left on the draping. This caused a small hole to be burned into the drapes before it was noticed and removed. Drew tried to replicate after the case but was unable. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Possible root cause is a bad reed switch on the safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.